Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water channel, foreign body in the air/water cylinder, chipped adhesive at the distal end lens and degraded adhesive at the distal end. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the degraded and chipped adhesive. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water channel, foreign body in the air/water cylinder, chipped adhesive at the distal end lens and degraded adhesive at the distal end. There was no patient involvement.